Manufacturer narrative:
Medical device expiration date: unknown, device manufacture date: unknown. (B)(4). Investigation summary: bd had not received samples or photos from the customer for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted.

Event description:
It was reported the bd vacutainer¿ eclipse" signal" blood collection needle with integrated holder device experienced a safety shield failure and needle stick injury-post use. The following information was provided by the initial reporter: the customer stated: "needlestick accidents happen more often when closing the safety cap the healthcare worker was cut in a finger. It seems to be a mis-use of the product, as the safety-cap should be closed by the thumb. In the last case it concerns a new hcw who had not received proper instructions. (She did not yet work there when we were there for 3 days to give instructions)."